Event description:
A physician reported that a pt received a burn from this device. The device was sent to the rptr for repairs. On first inspection, nothing was found and the device was returned to the physician. The physician again sent the device back stating that it was still jumping in current. Simulating exactly how the physician used the device, the rptr found that an impedance shift in one channel caused current fluctuation in the second. A MFR's technician was also able to duplicate the problem.